Event description:
It was reported that while the surgeon was attempting to remove the needle of the device from the patient's meniscus after implanting the anchor, the needle fractured from the device. The surgeon was able to remove the needle from the patient. There was no report of a foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: japan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11 the reported event could not be confirmed due to lack of information. Visual examination of the returned product identified the product was returned and inspected directly, no pictures were needed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.